Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill had bur movement. The bur movement did cause the bur cut larger than intended but there was no affect to the patient. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.